Event description:
Plaintiff states that she experienced the following symptoms while wearing latex gloves: chest pain and tightness, dyspenea, facial, chest and arm rashes, nasal inflammation and fatigue. She was later diagnosed with type-1 latex allergy.